Event description:
It was reported that a high capture threshold was noted on the left ventricular (lv) lead. The patient experienced phrenic stimulation. Diagnostic imaging was performed, and the lv lead was found to have pulled back within the coronary sinus (cs) and was no longer in a lateral vein of the cs. The lv lead was extracted and replaced. The patient was stable before and after the procedure.